Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: author. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "a prospective randomised radiostereometric analysis trial of smartset hv and palacos r bone cements in primary total hip arthroplasty¿. On 13 may 2019: ¿a prospective randomised radiostereometric analysis trial of smartset hv and palacos r bone cements in primary total hip arthroplasty¿ was reviewed for MDR reportability. The study compared smartset hv and palacos r acrylic bone cements (without antibiotics) using third-generation cementing techniques in primary total hip arthroplasty. Thirty-five patients (36 hips) undergoing charnley total hip arthroplasty randomly received either of the two cements and were followed over a 24-month time-frame. Twenty-seven patients (28 hips) were reviewed 2 years postoperatively, 14 hips were cemented with depuy smartset hv cement. The following adverse events were noted: loosening, migration, and subsidence were reported without specific numbers; one patient suffered from cerebral infarction, which occurred in the immediate post-operative period. The patient fully recovered. It was noted two patients died: one due to multi-organ failure, the other a result of pneumonia. None of these patients had undergone a hip revision and the author noted none likely to be study related. Therefore, these two incidents will not be captured at this time.